Event description:
Additional information was received that this ICD and another manufacturer's rv lead exhibited continued high out of range pacing impedance measurements greater than 2,000 ohms. An invasive procedure was performed. The rv lead was surgically abandoned and replaced and the ICD remains implanted and in service. The root cause of the out of range measurements was not determined. Lead to device header connections were verified to be appropriate. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right atrial (ra) lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Additionally, the ICD and another manufacturer's right ventricular (rv) lead exhibited intermittent high out of range pacing impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) reviewed the atr episodes and discussed that the noise was consistent with oversensing related to the minute ventilation (mv) feature and recommended programming the respiratory rate trend (rrt) feature off. The rrt feature was programmed off and the physician will continue monitoring. No adverse patient effects were reported. This product remains in service.